Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip shows usage; the fiber is fractured within the blue outer jacket at two locations along 5 inches of the distal end; the distal end of the glass fiber is fractured and shows signs of melting; the total length of the fiber is 9 feet 4 inches, connector included in over-all length.; two small sections of fiber were returned separately; it is not known which section belongs to which of the 3 fibers; the first section measures ¾ inch and the second section measures 1 inch ; both sections exhibit burn marks within the blue outer sheath; both distal tips are fractured and the blue outer jacket melted. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending/user handling/anatomical/procedural factors encountered during the procedure.

Event description:
It has been reported that during a surgical procedure "fiber tip broke." The fiber was exchanged and the second fiber exhibited same issue. The second fiber was exchanged but reportedly the third fiber exhibited the same issue. "All three fiber tips broke after 2 or 3 times of usage. Additional information regarding the event and/or the procedure was not reported. "No injury" to the patient reported. This report is regarding the third fiber.